Event description:
It was reported the customer experienced high blood glucose level (400+mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, there was blood and air bubbles present in tubing, and customer had a loose luer lock.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.